Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak near the stay safe connector during drain 2 of 4 of the patient's pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment and the treatment was cancelled. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was not connected during incident. The patient contact was advised to re-setup with new supplies for their next treatment. Upon follow up, the patient contact confirmed that the fluid leak was discovered during treatment while the patient was connected. The patient contact confirmed that the cycler set tubing disconnected from the patient on its own after being securely tightened during setup. Since the patient line was exposed, they cancelled treatment at that time. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. The patient contact did not know the details since she was driving at the time. The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient skipped the remainder of treatment. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak near the stay safe connector during drain 2 of 4 of the patient's pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 4 of treatment and the treatment was cancelled. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was not connected during incident. The patient contact was advised to re-setup with new supplies for their next treatment. Upon follow up, the patient contact confirmed that the fluid leak was discovered during treatment while the patient was connected. The patient contact confirmed that the cycler set tubing disconnected from the patient on its own after being securely tightened during setup. Since the patient line was exposed, they cancelled treatment at that time. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. The patient contact did not know the details since she was driving at the time. The patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact stated that the patient skipped the remainder of treatment. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set is available to be returned to the manufacturer for physical evaluation.